Event description:
Healthcare professional reported a left side "rupture and folds." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture and folds." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, biological tissue color brown and weight to the spec. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side "rupture and folds." Device has been explanted.